Manufacturer narrative:
Device received with completely broken reservoir tube lip. Unable to perform all operating currents, a21 error test and the displacement test or verify a21 alarm due to completely broken reservoir tube lip. Device received with broken reservoir tube lip, broken battery tube threads, cracked case from reservoir tube window corners and missing end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call unexpected restart was occurred. Blood glucose was unknown. Troubleshooting was performed. Insulin pump was constantly alarming and not giving insulin. The insulin pump will be returned for analysis.